Event description:
The customer reported air leaks from the forceps channel of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the insertion tube coating was observed to be peeling off. This report is being submitted for the malfunction found by service during the device evaluation (coating peeling).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the legal manufacturer's investigation, it is likely the coating of the insertion tube was peeling off due to stress applied during use, external factors, or handling of the device. However, a definitive root cause could not be determined. Further evaluation of the device found the reported air leak was due to a perforation in the forceps channel that was caused by external factors. The insertion tube was crushed. The bending angulation was insufficient due to elongation of the angle wire. Noise was observed due to damage of the angle lever, caused by external factors. The rubber adhesive in the bending section was chipped. Several of the device components demonstrated scratches from wear and external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.